Manufacturer narrative:
Approximate age of device - 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during a clinical visit the patient's lvad displayed a driveline communication fault alarm. An attempt was made to clear the alarm on the system monitor, however, the alarms continued and the site submitted system log files for review. The manufacturer¿s technical service representative reviewed the submitted log files and observed communication faults which caused driveline comm faults. The manufacturer¿s technical service representative made a recommendation to replace the modular cable. The vad coordinator attached the new modular cable to the patient's backup controller and then performed a controller/modular cable exchange. This resolved the alarm. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of driveline communication faults was confirmed via the submitted log file. A review of the submitted log file showed 256 events spanning approximately 2 days. The driveline communication fault alarm activated due to a communication b fault. The alarm was manually cleared, but reactivated shortly after and remained active through the end of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned modular cable was tested with a test controller and the reported alarm was not reproduced. The cables internal conductors were also tested and no anomalies were noted. The returned modular cable was functionally tested and found to operate as intended during analysis. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.